Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that on (B)(6) 2014 patient was urgently admitted to (B)(6) university medical center to undergo surgical intervention for his cardiothoracic diagnosis of driveline exit site infection. Infectious disease was consulted for antibiotic management and he was initiated on vancomycin and zosyn. Coumadin was held and he was initiated on a heparin infusion. Medical management continued by the heart failure service. Once his inr was reversed, the patient was taken to the operating room by dr. (B)(6), who performed driveline debridement. Overall, the patient tolerated the procedure well without significant difficulty or evident complication. He was transferred to the pacu extubated in stable condition. He then was transferred to the sdu. There were no significant postoperative issues. The patient had no postoperative arrhythmias. Rhythm at the time of discharge 7/11 was normal sinus rhythm. Wbc(3.2-9.8x10^9) onset 7/2/=9.1 wbc(3.2-9.8x10^9) resolution 7/11=7.3. Onset 7/2: temp=36.3c, hr=89, bp=120/74, map=84. Resolution 7/11: temp=36.7c, hr=90, bp=101/87, map=91.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patient was believed to have a drive line infection in clinic visit today (B)(6) 2014 and was sent to the hospital for admission. The skin around the driveline was erythematous and producing a thick beige, bloody discharge which was staining through the dressing. Blood cultures were (B)(6) for (B)(6) lvad driveline infection. Patient required surgical intervention-driveline debridement. Patient was discharged on (B)(6) 2014. No further information provided at this time. (B)(6) 2014: temp=36.3c, hr=89, bp=120/74, map=84. (B)(6) 2014: 9.1 wbc(3.2-9.8x10^9) (B)(6) 2014: normal sinus rhythm. (B)(6) 2014: 7.3 wbc(3.2-9.8x10^9) (B)(6) 2014: temp=36.7c, hr=90, bp=101/87, map=91 . After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.